Manufacturer narrative:
There was no patient injury. The lot number was not provided; therefore the device history record was not reviewed. Images were sent for evaluation and examined by our clinical specialist. It was hard to make a determination if the filter may have begun to split before retrieval based on the images submitted. The only way to have a truly conclusive evaluation is to be able to analyze any CT images of the patient with filter in situ prior to retrieval attempt to evaluate whether there was prior fx of the filtration components before the retrieval was attempted. Due to the resolution limitation of the images sent, the root cause of the possible splitting of the filter could not be determined.

Event description:
Woman had ivc filter deployed during a pregnancy with complications 3 years ago. When dr. Patel retrieved the filter, two legs remained in the vena cava, and appear to be endothelialized. Film shows that filter may have begun to split before retrieval.